Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.7 cm fusiform thoracic aortic aneurysm approximately five months ago. The aorta was reported to be moderately tortuous with moderate calcification. A celiac stent and a cardiomems device were also placed. The one month follow-up CT showed a small amount of flow along the side of the stent graft at its distal aspect, but the endoleak does not enter the aneurysm sac higher up. It is unclear if this represents an endoleak or an area of limited fixation where there is more complete circumferential fixation proximally. No additional clinical sequelae were reported ant the patient is fine. Film review from the one month post-implant show a likely endoleak near the distal end of the most distal stent graft. The cause of the endoleak is unknown.

Event description:
It was reported that at the 6 month follow up 3mm of aneurysm growth was noted. Exact date of event is unknown.

Event description:
Additional film evaluation was performed as follows: the likely cause of the endoleak is poor distal landing zone. Essentially the aneurysm appears to extend all the way to the celiac, giving a minimal landing zone for the graft. This patient has a significant untreated abdominal and iliac aneurysm as well.

Event description:
Additional information was received. The previously reported flow along the side of the graft at its distal aspect has been updated and confirmed to be a distal type I endoleak. The physician performed a secondary endovascular procedure using another manufacturer¿s device resolving the endoleak. The investigator assessed this event as not device but procedure related.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).